Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4)/ 1650 / manufacturing date: 01/24/2017 / expiration date: 01/31/2018. (B)(4).

Event description:
It was reported from the site that the patient while being seen for a routine clinic follow up reported that she had identified two batteries that appeared to be power switching early and not charging. It was stated that the two batteries were removed from use and replaced. It was further stated that there were no effect or consequences to the patient. No additional information available.

Manufacturer narrative:
Log file analysis revealed premature power switching events due to communication errors; however, bat551240 and bat551133 were not involved in these events. The controller, con106286, in use during the event date did not have the smr software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned battery passed visual inspection and functional testing. The battery was charged on a battery charger with the battery charger status led¿s changing to ¿green¿ upon full charge of the battery. The controller that provided the log files for this analysis was not an smr updated controller. Log file analysis did not reveal any power switching event involving (B)(4) close to the event date. Brand name. Heartware® ventricular assist system -battery. Serial: (B)(4). Device available for evaluation?: yes - returned to manufacturer on 11oct2017. Device evaluated by MFR?: yes. (B)(4); if information is provided in the future, a supplemental report will be issued.